Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low and high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 60 mg/dl. The customer went to eat and get his blood glucose back up. Customer also stated that he has high blood glucose of 300 mg/dl. Customer declined to troubleshoot for high and low blood glucose. Customer stated that the sensor cannula is bent.